Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Unintended, accelerated bone healing and required revision surgery. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015. During the revision surgery, the surgeon found the bone completely healed on both sides, which is not an expected result for distraction. An osteotomy was performed on the left side and a new distractor (2.0 curvilinear straight distractor) was implanted. The surgeon is going to wait two days then begin distracting 1mm per day for 15 days (starting (B)(6) 2015). An osteotomy was performed on right side so that the unilateral distraction would allow the mandible to pivot. A distractor was not needed on the right side. No additional information is available. Initially, the patient underwent the implantation of two distractors and associated hardware on (B)(6) 2015 and the subsequent implantation of 6 additional screws on (B)(6) 2015 due to plate loosening. The details of this first revision surgery are addressed and were reported under the related complaint, (B)(4). During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The right side distraction was completed and has reached treatment objectives. During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty with the left side distractor turning and moving. The patient underwent antibiotic treatment and the surgeon planned to remove the distractor after the infection was resolved. The occurrence of infection was addressed under related complaint (B)(4). This complaint addresses the details of the revision surgery performed on (B)(6) 2015, the patient condition and planned treatment. This report is 21 of 21 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device (part number 04.500.218, 1.3mm curvilinear distractor straight, lot number 9238008). The subject device was returned showing signs of contouring and implantation. The foot plate of the distractor has been cut and contoured according to the patient's anatomy. The associated drawings for the subject device were reviewed and no drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device is addressed in technique guide. As previously reported, a review of the device history records showed there were no non-conformances during the production of the subject device that would contribute to the complaint condition. The exact cause of the complaint condition could not be determined. Functional testing was performed and the distraction mechanism of the device works as intended without any issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.